Event description:
The company was informed that the pt had been presenting facial stimulation. Programming adjustments were made; however, this did not resolve the issue. The pt was explanted and re-implanted with another cochlear implant.